Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in d.9. The sample returned to the investigation site was correct, but the correct lot number was unknown. Hence, lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not be cut during surgery. The surgery was completed on same day after replacing with a new product. The surgery type was unknown. There was no patient impact.